Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using two prostyle devices. Reportedly, the patient was admitted for an emergent stemi on (B)(6) or (B)(6) 2022 where an impella was implanted. The patient remained in the hospital with impella support until (B)(6) 2022 when the impella device was removed. Two prostyle sutures were placed successfully on the 9f hole and attempted to close the large-hole access site following removal of the impella, yet hemostasis was not completely achieved. A third prostyle was deployed. During removal of the prostyle, the device became snagged in the difficult anatomy of the obese patient. The vessel was damaged and incised to remove the prostyle device. The device was noted to have a bent needle, suture retrieval issue, separated foot and separated guide which was held together with the actuator wire. Pressure was held to prior to performing an endarterectomy. Hemostasis was achieved with a bypass graft. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of tissue injury is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.